Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted on (B)(6) 2026. The patient was running, saw sensor error, felt sick with ketones (no value reported) and vomited. It was documented that the patient experienced diabetic ketoacidosis but no information about the treatment or medical intervention provided. At the time of the report the patient was fine. No other details were documented. This would constitute a serious adverse event as there was a serious injury (diabetic ketoacidosis). Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is known cause of diabetic ketoacidosis. E1: initial reporter state: on.